Manufacturer narrative:
The customer indicated the use of an unspecified cartridge. The dfu does not instruct for or condone the removal of the lens for delivery in another device. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Information was provided that the lens was removed from the device and delivered with a cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens seemed to get stuck in the delivery system. Then the lens came 'blasting' out and hit the bag. The trailing haptic remained stuck in the inserter. The lens was then folded manually and injected using a cartridge. The lens had a scratch but remains implanted because the scratch was central. Additional information was requested.